Event description:
It was reported that the patient presented to the hospital for a generator change and lead revision procedure. The patient's right ventricular (rv) lead was noted to exhibit noise oversensing resulting in pacing inhibition. The noise was reproducible and the ventricular sensitivity was adjusted to eliminate the noise. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.